Event description:
It was reported a during a scoliosis th2-l1 procedure the devices broke. After the insertion of the rods and correction cap screws and the final unscrewing of the polyaxial lock, threads from the exp verse screw head are broke in the rod locking in l2. No correction is possible. All the correction screws that had been inserted had to be loosened and discarded since they had already been turned off. The exp verse screw had to be removed and replaced. No allegation against the rod. Surgery was delayed 30 minutes. Procedure was completed successfully. No patient consequences. During device return it was determined during visual examination that additional screws were broken.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information has been received; the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent.